Event description:
Customer complained their 3- year old has been using gum monsterz toothbrush and after just a few weeks the bristles were coming out of it constantly. Their daughter doesn't like the feel of the loose bristles so they had to keep pulling them out so that she'll use the brush.